Event description:
It was reported that the patient was having trouble communicating. The patient thought he was making mistakes with the implantable neurostimulator recharger (insr). He was able to charge to half full but then he couldn't get it to communicate at all. He thought it was because the battery got too low and was completely down, but he met with the manufacturer's representative (rep) and it wasn't so that so he was reprogrammed. At the time the patient was told to count down from 60 minutes and was able to charge to 75%. Later the patient called the rep. Because he couldn't get his patient programmer (pp) to communicate so he could start stimulation but something went wrong and it turned on full blast. The patient was driven to the hospital to have it shut off. By the time he got to the hospital he felt like every muscle in his body had just ran a marathon; stimulation was just unbelievable. The rep. Met him at the hospital and was able to get it shut off. It was noted that other than this he had no other problems with the device and it had been the best thing for his pain. Three weeks after this the patient was having trouble with the implantable neurostimulator recharger (insr) communicating. The patient met with the manufacturer's representative (rep) who told him he needed a new antenna since when a different antenna was used it worked fine. A damaged insr antenna was reported. No device returned.

Event description:
Additional information received reported that the manufacturer¿s representative (rep) met with the patient in clinic the week of (B)(6). The rep was unable to communicate with the patient¿s device with his recharger. It was confirmed the patient¿s battery was not dead so another recharger was tried and the rep. Was able to get eight boxes. The rep then took his antenna off of his recharger, changed it to the one from the successful recharger and was able to get eight boxes with his. The patient was provided with the number for patient services to call and get a new antenna sent to him.

Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).